Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter is prompting for the date and time when she attempted to test her blood glucose. According to the troubleshooting performed by the customer service, the pt changed the battery immediately before the product issue began. The product issue was resolved with training. The pt manages her diabetes with self adjusting insulin. The product issue began on (B) (6) 2010 at 12 pm immediately after the pt changed the battery on the subject meter. The pt claimed the subject meter was in the setup and prompted her to change the date and time whenever she attempted to test her blood glucose. Seven hours later, the pt developed symptoms described as "sweats, shakes and blurry vision" while the pt attempted to test with another meter. Reportedly, the pt could not obtain a blood glucose reading on the other meter due to an unspecified error message. At that same time, the pt administered self treatment with food/drink. At 7:30 pm, the pt took more food/drink again to manage her diabetes. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of hypoglycemia 7 hours after the product issue began. Please note that this product issue was due to a user error, as the pt did not know how to set the date and time after the battery was replaced on the subject meter. Replacement products were sent to the pt.